Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2014 and was found to be a non-reportable malfunction based on the information available. On (B)(6) 2015, new information was available through evaluation of the returned device and the decision was changed to a reportable malfunction. Replacement device system control unit (scu) shipped to site for issue resolution. Medtronic investigation of returned suspect device finds that the scu powered up normally but a check of the event log confirmed intermittent internal strober error. Vendor analysis was completed and confirmed the reported failure. The unit has an internal strober fault caused by an intermittence of the front panel board. The reported event was confirmed to be caused by a electrical failure mode.

Event description:
A medtronic representative reported that the navigation system connection between the camera and system control unit (scu) failed. No further details regarding the issue, or how it occurred, were provided. There was no patient present when this issue was identified.